Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reported an event regarding litronik battery. Evidence suggests that a few patients had sudden battery depletion. No further information is available. No adverse patient effects were reported.